Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date and subsequently expired on a later date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products. The (B)(6) lawsuit states that the plaintiff suffered a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011. The dates of the cardiovascular event and death has been recorded as unk. However, upon receipt of add'l info, medical records and or clarification of the event dates will be reassessed accordingly.